Event description:
Patient presented to physician with part of the stimulation lead extruding from neck incision. Physician performed surgery to remove the stimulation lead on (B)(6) 2021 and treated the patient with antibiotics to address infection, resolving the issue.